Event description:
During a laparoscopic appendectomy, the first device misfired across the appendix. The surgeon used a second device and it misfired. This time the endocutter would not release from the tissue. It did begin to bleed and ultimately the surgeon had to open the pt in order to release the endocutter. The consequence to the pt was minimal and delayed the release of the pt from the hosp because the case had to be performed open. It is unk which device, the tsb45 or tsw45, was used for each firing.